Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and one opening curved on the posterior. Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge, one opening striated on the posterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool; a sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.